Manufacturer narrative:
The bilt3 reagent lot number was 86915801 with an expiration date of 30-jun-2026. The gluc3 reagent lot number and expiration date were requested, but not provided. The investigation is ongoing,

Event description:
There was an allegation of questionable bilirubin total gen.3 (bilt3) assay results with two patient samples and a questionable glucose hk gen.3 (gluc3) assay result with one patient sample tested on a cobas c 503 analytical unit. Bilt3 patient 1: the initial result was 10..3 mg/dl. The repeat result was 14.6 mg/dl. Patient 2: the initial result was 14.4 mg/dl. The first repeat result was 2.39 mg/dl. This result was reported out and was questioned by the medical personnel. The second repeat result on a different c 503 system was 13.5 mg/dl. Gluc3 patient 3: (B)(6) 2025: the initial result was 3.39 mg/dl. The repeat result was 96.7 mg/dl.

Manufacturer narrative:
Qc and calibration were within the expected ranges. A review of the alarm trace data revealed that there are five sample short alarms on the day of the event, indicating that the sample pre-analytical process may have some issues. Additionally, the investigation determined that the patient sample was measured in an eppendorf tube, which is considered an off-label use of the system. The field service engineer (fse) checked the instrument and discovered the valve for the basic wash was defective, and the cuvettes were partially overfilled. The fse replaced the valve and adjusted the cuvette filling height and the reagent probes. In addition, the adjustment of all probes was checked. After maintenance, no further issues were observed. The investigation determined that the root cause was traced to both the pre-analyticals and the hardware.